Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 5 devices were received. 1 device was not available for evaluation. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.